Event description:
The customer stated that the central monitoring system (cns) rebooted twice on today approx at 1 am. After reboot application was restored but pt review history windows displays "no data available." MFR ref # 8030229-2014-00165.